Manufacturer narrative:
The insulin pump was monitored for several days and no frozen screen noted during test and time clock advances properly. The insulin pump was received with intermittent button response due to flattened express bolus, esc and act button dome switch (creased). No button error alarm during testing. No unlocked keypad connector. The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer¿s parent stated that the insulin pump act button does not work. Customer's parent also mentioned that the insulin pump could have exposed to rain. Keypad anomaly troubleshooting was performed and confirmed that time is not advancing. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.